Event description:
A pt death was reported. During the pt stay in post-op, a thora-klex unit was connected up to suction and reported to not function. A second unit was put in place and functioned properly.